Manufacturer narrative:
Product complaint # (B)(4). [Complaint conclusion] as reported by a healthcare professional, during an aneurysm coiling procedure, a total of three thermo-mechanical coils (two 1mm x 2cm galaxy g3 mini glm910020/l11499 and one 5mm x 10cm galaxy g3 gly120510/l11802) failed to detach in the target site. The sequence of events/timeline is unknown, but the user did change the connecting cable (unk catalog & lot) and detachment control box (unk catalog & lot) during the reported event with the same result. No other coils were deployed before or after the reported ones with the same connecting cable; however, it was reported that the dcb has operated as intended and has been used to detach subsequent coils. The coils were successfully removed from the patient without need for additional intervention. The procedure was completed with another vendor. A pre-deployment electrical check was performed. No patient complications occurred as a result of the event. The 5mm x 10cm galaxy g3 coil (l11802) was returned with the embolic coil mechanically detached and not returned for evaluation. Additional information received indicated that after multiple unsuccessful attempts to detach the coil, the coil was removed from the microcatheter. Upon removal from the proximal end of the unspecified microcatheter, the coil simply ¿fell off the delivery wire¿ onto the table. There was no additional attempt to detach the coil with the connecting cable, so the sales representative believes that the coil may have been loosened during retrieval through the microcatheter. The embolic coil was discarded after the procedure. No further information was provided. Two galaxy g3 mini devices with the same catalog number and lot number were returned for this complaint. Both devices on the complaint were reported to have the same issue. Since the two devices cannot be distinguished, they were arbitrarily assigned to the two product investigations and were evaluated separately. Device a: the device was returned with the original packaging, which matched the complaint information. The device was returned unsheathed as indicated by the length of the introducer proximal to the resheathing tool. The device was returned with the embolic coil advanced from the introducer. A kink was observed in the flexible part of the device positioning unit (dpu) core wire proximal to the distal marker band. A kink was observed in the dpu core wire approximately 108 cm from the proximal end of the device. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. The coil was seen slightly stretched between winds at its proximal end. Multiple kinks were observed throughout the length of the embolic coil. The socket ring was seen significantly bent. The distal outer sheath was seen intact indicating that the resistance heating coil had not heated, and the detachment process had not been initiated. The v-notch of the resheathing tool was seen undamaged. The device was connected to multimeter and the resistance was measured within specification. The device was then connected to an enpower detachment control box (dcb2000500/c46055) and an enpower connecting cable c10702. The dcb2 power was turned on and the system ready light illuminated. The device was then submerged in a heated enzyme solution. The ¿detach¿ button on the dcb2 was pressed and the embolic coil was successfully detached. The distal outer sheath was seen softened, indicating that the resistance heating coil had heated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. All product rejected during manufacturing was identified as scrap and properly accounted for. The reported customer complaint that the coil failed to detach was not confirmed. The detachment process was completed successfully after the device was tested within specification for resistance and connected to a lab sample dcb2 and control cable. The device was returned with no signs of the detachment process being initiated (softened distal outer sheath and the embolic coil still attached). The detachment control box used in the procedure was not returned and could not be evaluated for functionality. The returned device was kinked along the embolic coil and dpu core wire and bent at the socket ring. The kinks are likely the result of excessive force applied to the device. 100% of devices are inspected in-process along the embolic coil, socket ring, and dpu core wire. Thus, it is unlikely that the device left the manufacturing facility with the damage observed. Without the return of the concomitant detachment control box, the cause of the reported event cannot be determined. The returned connecting cable met resistance, connectivity, and remote functionality requirements. Failure to detach the embolic coil is a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors may have contributed to the reported failure and damages noted on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00745, 3008114965-2018-00746, & 3008114965-2018-00747. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). This MDR is being submitted as a correction. It was previously reported that the embolic coil was stretched, however during further assessment it was found that embolic coil was damaged. The findings still meet regulatory reporting criteria. Updated sections of this report: d2, g4, g7, h2, h6 and h10. Corrected data: d2, h6. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Updated complaint conclusion to include correction to the device analysis: a report was received that during a coil embolization of an aneurysm, a total of three thermo-mechanical coils (two 1mm x 2cm galaxy g3 mini glm910020/l11499 and one 5mm x 10cm galaxy g3 gly120510/l11802) failed to detach in the target site. The sequence of events/timeline is unknown, but the user did change the connecting cable (unk catalog & lot) and detachment control box (unk catalog & lot) during the reported event with the same result. No other coils were deployed before or after the reported ones with the same connecting cable; however, it was reported that the dcb has been used to detach subsequent coils and has operated as intended. The coils were successfully removed from the patient without need for additional intervention. The procedure was completed with another vendor. A pre-deployment electrical check was performed. No patient complications occurred as a result of the event. The coils and connecting cable have been returned for evaluation. No further information was provided. Two identical galaxy g3 mini devices with the same catalog number and lot number were returned for this complaint. Both devices on the complaint were reported to have the same issue. Since the two devices cannot be distinguished, they were arbitrarily assigned to the two product investigations and were evaluated separately. The device was returned with the original packaging, which matched the complaint information. The device was returned unsheathed as indicated by the length of the introducer proximal to the resheathing tool. The device was returned with the embolic coil advanced from the introducer. A kink was observed in the flexible part of the device positioning unit (dpu) core wire proximal to the distal marker band. A kink was observed in the dpu core wire approximately 108 cm from the proximal end of the device. The device was then inspected under a microscope. The embolic coil distal ball tip was present and intact. The coil was seen slightly damaged between winds at its proximal end. Multiple kinks were observed throughout the length of the embolic coil. The socket ring was seen significantly bent. The distal outer sheath was seen intact indicating that the resistance heating coil had not heated, and the device had not experienced initiation of the detachment process. The v-notch of the resheathing tool was seen undamaged. The device was connected to multimeter 70042-04w and the resistance was measured to be 54.3 ohms, which is in specification of 48.5 ¿ 56 ohms per (B)(4) rev. 9. The device was then connected to an enpower detachment control box dcb2000500 (dcb2) c46055 and an enpower connecting cable (ccb) c10702. The dcb2 power was turned on and the system ready light illuminated. The device was then submerged in a heated enzyme solution. The detach button on the dcb2 was pressed and the embolic coil was successfully detached. The distal outer sheath is seen softened indicating that the resistance heating coil had heated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint of coil failure to detach is not confirmed. The detachment process was completed successfully after the device was tested within specification for resistance and connected to an fal dcb2 and control cable. The device was returned and found with no signs of the detachment process being initiated (softened distal outer sheath and the embolic coil still attached). The instructions for use (IFU), lcn 208653-001 rev a, gives instructions for completing the detachment process. The detachment control box used in the procedure was not returned and cannot be evaluated for functionality. The returned device was kinked along the embolic coil and dpu core wire and bent at the socket ring. The kinks are likely due to excessive force applied to the device. 100% of devices are inspected in-process along the embolic coil, socket ring, and dpu core wire. It is unlikely that the device left the manufacturing facility with the damage observed during product analysis. Without the return of the concomitant detachment control box, the cause of the reported event cannot be determined. The returned connecting cable met resistance, connectivity, and remote functionality requirements. Failure to detach the embolic coil is a known potential product failure associated with the use of the device. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. Neither the product analysis nor the device history record review suggests that the failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that procedural and handling factors may have contributed to the reported failure and damages noted on the returned system. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)) the customer contact information was not reported by the manufacturer representative. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00745, 3008114965-2018-00746, & 3008114965-2018-00747. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization of an aneurysm, a total of three thermo-mechanical coils (two 1mm x 2cm galaxy g3 mini glm910020/l11499 and one 5mm x 10cm galaxy g3 gly120510/l11802) failed to detach in the target site. The sequence of events/timeline is unknown, but the user did change the connecting cable (unk catalog & lot) and detachment control box (unk catalog & lot) during the reported event with the same result. No other coils were deployed before or after the reported ones with the same connecting cable; however, it was reported that the dcb has been used to detach subsequent coils and has operated as intended. The coils were successfully removed from the patient without need for additional intervention. The procedure was completed with another vendor. A pre-deployment electrical check was performed. No patient complications occurred as a result of the event. The coils and connecting cable have been returned for evaluation. No further information was provided.